Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7232cx implantable cardioverter defibrillator - implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's pacing impedance has been fluctuating. Lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.